Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed under fluoroscopy. The patient was asymptomatic. The lead was previously capped due to fracture. The lead remains implanted and out of service. The patient status was great.